Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending artery (lad). After predilation the physician attempted to reach the lesion with a taxus express2 3.0 x 12 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body stent damage was noticed. The procedure was successfully completed with another taxus express2 3.0 x 12 mm drug eluting stent. No pt complications or injuries were rpeorted. Pt status is rpeorted as "satisfactory/good."